Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that on one-year post-op imaging, it appears that a roi-c patient presented with avn (avascular necrosis) at levels c5-c7 and the surgeon theorizes the plates may disrupt the vertebral body blood supply. A revision surgery was performed to add a posterior construct and perform a foraminal decompression.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: complaint unable to be confirmed with the provided imaging and is unrefuted for post-op avn (avascular necrosis) at levels c5-c7. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operative or traumatic factors. DHR review: DHR review unable to be completed as lot information is not known. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that on one-year post-op imaging, it appears that a roi-c patient presented with avn (avascular necrosis) at levels c5-c7 and the surgeon theorizes the plates may disrupt the vertebral body blood supply. A revision surgery was performed to add a posterior construct and perform a foraminal decompression.